Manufacturer narrative:
Updated data: b5. H6. An annex a code was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, in a patient with a bicuspid native aortic valve, a pre-implant dilation was performed. Following the dilation, the raphe remained stable. The valve was loaded into the delivery catheter system (dcs). Upon fluoroscopic inspection of the valve load, an "infold" that extended to the half of node 3 was noted. The load was approved and the valve and dcs were inserted into the patient and navigated to the heart. During valve deployment, a constrained appearance was noted with an infold in the frame of the bioprosthetic valve. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient. A new valve and dcs were used for successful valve replacement. Additional information was received to clarify, the "infold" noted during fluoroscopic inspection was not an actualinfold. However, an infold did appear in the valve frame following the first deployment attempt. It was noted, the infold may have been contributed to by the patient's anatomy. A procedural delay occurred as a result of the system replacement.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012402701); product type: 0195-heart valves; implant date: non-implantable product ID: l-evolutfx-2329 (lot: 0012399237); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs). Upon fluoroscopic inspection of the valve load, an "infold" that extended to the half of node 3 was noted. The load was approved and the valve and dcs were used for implant. The patient anatomy included a bicuspid native aortic valve; therefore, a pre-implant dilation was performed. Following the dilation, the raphe remained stable. The dcs and loaded valve were inserted into the patient and navigated to the heart. During valve deployment, a constrained appearance was noted with an infold in the frame of the bioprosthetic valve. Subsequently, the valve was recaptured into the dcs and withdrawn from the patient. A new valve and dcs were used for successful valve replacement.